Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v621112, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported a loss of therapeutic effect. Patient also mentioned while verifying address information that has a bad memory and could not remember as well as he used to. Patient reported he has experienced return of frequency and when he checked his device has stated that the setting had jumped from 2 to 3 and he did not recall changing. Patient stated that once he adjusted/decreased that it was now better. Additional information received on 17-sep-2012 indicated that patient requested that manufacturer no longer send him follow up requests. He reported that his device issue was remedied and should something occur he would call us. Additional information received on 2016-03-28 later reported that their implant had not been working for them and patient had to get up at night time and go to the bathroom all the time. The patient reported he had problems with his legs (issue started prior to implant) and he needed to have an electrical treatment so they had removed his implant sometime at the end of 2015 to the start of 2016. The patient reported he thinks he had a total system explant but he was not sure. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.